Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
It was identified that during an atherectomy procedure using a csi orbital atherectomy device (oad), a spasm occurred. This was identified during an angiographic image review following the procedure. The procedure was completed with no adverse events reported.